Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that there was no label or missing label information from bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reported that one pack of the product 221261 did not have the product label. Lot#2194317".

Event description:
It was reported by the customer that there was no label or missing label information from bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reported that one pack of the product 221261 did not have the product label. Lot#2194317".

Manufacturer narrative:
H.6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2194317 and bd complaint number (B)(4) for missing sleeve labels. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2194317 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical and sleeve attribute testing. Sample plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical and sleeve attributes prior to release to ensure that they conform to typical levels. All physical and sleeve attribute testing performed on this batch was satisfactory per our internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2194317. Retention samples from batch 2194317 were not available for inspection. Three photos were received for investigation. One photo shows the side of a sleeve of medium red agar plates without a visible sleeve label. The other two photos each show the top of a sleeve with the plate print from batch 2194317 (time stamp 2004) visible for batch verification. No return samples were received for investigation. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch and expiration date are readily available. This complaint can be confirmed for a missing sleeve label. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. However, bd strives to improve. Manufacturing operations has been made aware of the missing sleeve complaints from moderna to help identify potential opportunities to improve. H3 other text : see h.10.